Event description:
The report received from the affiliate states that the exoseal closure device was found to have a breach in the packaging at the bottom of the foil packet. This breach was approximately 2-3cm in length and was a complete opening to the inside of the packet. The product was from the rep's boot (trunk) stock. Cordis rep was going to use the product in a patient only to notice before opening the packet at the top as normal, the bottom of the foil packet was actually open slightly with an airway to the device- this meaning the device inside was not sterile. Rep opened the packet further to inspect the device (therefore opening it completely at the bottom). The product was not used in the patient. There was no mishandling of the product. There was no damage to the product itself. Another exoseal was used to complete the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that the package of an exoseal closure device was found with the lower seal completely opened approximate 2-3cm in length. The product was from the rep's boot (trunk) stock. The cordis representative was going to use the product in a patient only to notice before opening the packet at the top as normal, that the bottom of the foil packet was actually opened slightly with an airway to the device. The device war rendered not sterile. The representative opened the packet further to inspect the device (therefore opening it completely at the bottom). The product was not used in the patient. There was no mishandling of the product. There was no damage to the product itself. Another exoseal was used to complete the procedure. One non sterile 7f exoseal was received in exoseal tray inside a plastic bag. Indicator window was received on black/white position. The guard was not depressed. Deployment lever was not depressed. The plug was received in the delivery shaft. The exoseal pouch was received inside a plastic bag with seal straight (cdm seal) completely opened. Evidence minimum of seal was observed in the seal straight. Seal affected was the seal straight. The tray show evidence of that was crushed. No other anomalies were observed in the returned device. The seal straight of the complaint was compared with other pouch seal unit of production line and a difference was observed in both seals. The unit was analyzed and the final outcome was to escalate the complaint since it is manufacturing related. An internal investigation was opened to address the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported 'pouch compromised sterility-sterile barrier breached' failure was confirmed. The cause of the failure is related to the manufacturing process. A risk assessment was initiated to address this issue.